Event description:
A customer reported hearing the occlusion bell during surgery. The customer exchanged the cassette and the bell stopped. The procedure was completed with no harm to the patient.

Manufacturer narrative:
The customer's complaint history was reviewed for the period of one year; this is one of two complaints reported for this issue. There have been no additional complaints reported against the finish goods lots and the device history record (DHR) shows that the product were released per specifications. The infiniti vision system operator's manual provides the following in regard to loss of aspiration/suction issue: insufficient aspiration. Probable cause: loose blue luer fittings. Damaged o-ring (ultraflow I/a handpiece only). Clogged tip. Kinked or damaged tubing. Cracked blue fitting. Corrective action: reconnect securely. Inspect o-ring and replace, as necessary. Flush tip with sterile water or bss sterile irrigation solution. Retest. Replace test. Retest. Check tubing and/or replace fms. Check fitting and/or replace fms. The root cause of the customer's complaint could not be determined. (B)(4).